Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose. Customer is unsure if the insulin is delivering insulin properly. Customer stated his blood glucose was over 600mg/dl yesterday and 400mg/dl this morning. Customer stated he was 80mg/dl, ate, checked two hours later and blood glucose was 200mg/dl, checked again later; it was over 400mg/dl. Customer treated with pen. Customer stated he had difficulties breathing and abdominal pain. Customer stated he pulled the set out and delivered three units of insulin as a bolus and saw the drips of insulin coming out. Advised to contact health care provider to ensure the bolus and basal are programmed correctly.